Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at the proximal section on the body of the balloon. The found problem pinhole confirms the reported event of inflation problem. With all the available information, boston scientific concludes that it is most likely that the pinhole problem is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, upon inflation of the balloon a pinhole leak was noted. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.